Manufacturer narrative:
Cmo inspected retained lot 58214a for suction and plunger barrel suitability, no abnormalities were found during testing.

Event description:
End user reports that using insulin syringes item 830165 lot 58214a, the plunger of the syringes have a weak suction, easily drawing in air into the barrel and the plunger is easy to remove without resistance. The user did not wish to disclose the type of medication being used with the syringes, nor did he verify that the medication vial was being depressurized prior to pulling medicine with the syringe.

Manufacturer narrative:
Production records investigated for lot number 58214a. The testing showed no indication of abnormalities or malfunction at time of production.

Event description:
End user reports that using insulin syringes item 830165 lot 58214a, the plunger of the syringes have a weak suction, easily drawing in air into the barrel and the plunger is easy to remove without resistance. The user did not wish to disclose the type of medication being used with the syringes, nor did he verify that the medication vial was being depressurized prior to pulling medicine with the syringe.